Event description:
I had with a brand new smartdrive bracket on a chair I recently received from tilite. I ordered an aeroz with smartdrive power assist for one of our veterans. The chair came with the smardrive bracket pre-installed onto the camber tube. After three days of use with the smartdrive, the veteran noticed that the bracket's left wing had completely shorn off. For your information, he had used the smart drive briefly indoors over this time, and once outdoors over level surfaces during a supervised pt (physical therapy) session. Fortunately, this happened while the veteran was indoors on our unit however, I have serious safety concerns about what would have happened if the bracket broke while this veteran was outdoors in the community or moving at higher speeds with the smartdrive.